Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in high out-of-range shock lead impedance measurements. The patient was brought to the clinic for defibrillation threshold (dft) testing. A dft test was performed and it was noted that the commanded shock was successfully delivered for this implantable cardioverter defibrillator and the post-shock impedance measurements decreased. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in high out-of-range shock lead impedance measurements. The patient was brought to the clinic for defibrillation threshold (dft) testing. A dft test was performed and it was noted that the commanded shock was succesfully delivered for this implantable cardioverter defibrillator and the post-shock impedance measurements decreased. The device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in high out-of-range shock lead impedance measurements. The patient was brought to the clinic for defibrillation threshold (dft) testing. A dft test was performed and it was noted that the commanded shock was succesfully delivered for this implantable cardioverter defibrillator and the post-shock impedance measurements decreased. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Out-of-range shock lead impedance measurements with no conclusive evidence of a product performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.